Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that an umbilical cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A site representative reported while outside of procedure, the image acquisition system (ias) pendant would power off and reboot when the umbilical cable was moved. After the pendant reboots the mobile view station (mvs) was not communicating to image acquisition system (ias) until the umbilical cable was manipulated. There was no patient present at the time of the issue.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis (umbilical cable). Analysis found that the issue was unable to be duplicated or confirmed. The cable passed all testing and the system readied as expected. No problems found. Part was determined to be operating as intended and fully functional.